Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device which limited the scope of the investigation. Inspection revealed a needle strike mark at the posterior foot, this is indicative of the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior pocket during needle deployment as designed. Therefore, the reported cuff miss is confirmed. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the test result of the device and testing during manufacturing, the probable root cause for the posterior needle striking the foot during needle deployment, resulting in the posterior cuff miss, is needle deflection. Some of the potential causes of needle deflection are due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.